Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the fio2 was noticed to drift between 80% and 100% and did not match the blood gasses. The flow was steady but an external analyzer was used to verify the drifting of the fio2. The user kept adjusting the fio2 in the epgs to match the blood gasses. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt.